Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed minute ventilation (mv) rate response not as expected and brady pacing rate not as expected. Additional information from the field was received mentioning that the patient continued experiencing the same behavior as noted before and shortness of breath while exercising. Programming options were discussed. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed minute ventilation (mv) rate response not as expected and brady pacing rate not as expected. The pacemaker remains in service. No adverse patient effects were reported.